Event description:
The customer reported that the tibial capture assembly allegedly could not be attached to the cutting block. The customer further reported that a member of staff looked at it after the case and got it on the capture assembly but the catch was a bit 'sticky'. The sales representative has also examined the device and reported that the weld may not be intact (as per the distal capture assembly). There were no delays to surgery or adverse consequences for the patient as a result of this event.

Manufacturer narrative:
An event regarding a failed press fit pin involving a triathlon instrument was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event. The pin was dissociated from the device body. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices manufactured into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records.

Event description:
The customer reported that the tibial capture assembly allegedly could not be attached to the cutting block. The customer further reported that a member of staff looked at it after the case and got it on the capture assembly but the catch was a bit 'sticky'. The sales representative has also examined the device and reported that the weld may not be intact (as per the distal capture assembly). There were no delays to surgery or adverse consequences for the patient as a result of this event.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.